Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient's condition was good post procedure.